Event description:
Very low tidal volumes and no audible alarm during manufacturer maintenance testing

Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.